Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci large needle driver instrument to perform failure analysis. The instrument was analyzed and found to pass the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product has not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy, the large needle driver instrument was not recognized. There was no report of patient involvement. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the issue occurred during a procedure. The large needle driver instrument did not make the movements that the surgeon wanted, and it moved by itself. The large needle driver instrument was not inspected prior to use. The site just checked that straighten the instrument wrist and close the instrument tip.